Event description:
The hcp reported that the pt developed lack of effects symptoms shortly after undergoing pump replacement. The pt was given a 200 microgram bolus through the pump. The pt became obtunded and was admitted to the intensive care unit. During the next four days the pt experienced both underdose and overdose symptoms which resulted in a longer hospital stay. A follow-up report will be sent when additional information is available.